Manufacturer narrative:
This report is submitted on july 23,2020.

Event description:
Per the surgeon, there are plans to explant due to an extrusion of the electrode lead into the external auditory canal (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 20, 2020.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted with a new device during the same surgery. This report is submitted on 21 september 2020.